Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient. Dent, crease. Evaluation method: - lens work order search. Results: visual inspection of the returned product showed the lens was torn into two pieces and the optic was torn. There was a dried surgical residue on the surface of the lens. A lens work order search was performed and there were no similar complaints found. Conclusion (unable to confirm): based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that after the aq2015a silicone three piece lens was inserted a crease was noted on the lens. The lens was removed without any patient injury.